Manufacturer narrative:
Visual evaluation of the returned device revealed no defects on the delivery device. It was noted that the mesh was unraveling at both ends and neither mesh carrier was returned.

Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2010-01605 for a description of the first device. It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. The patient age was reported to be (B)(6). According to the complainant, during the procedure, during the positioning of the delivery device, the mesh carrier was prematurely deposited into the tissue. It was unknown if this was the first or second side of the sling to be placed. The entire solyx sling was removed from the patient. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4)

Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2010-01605 for a description of the first device. It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. (B)(4). According to the complainant, during the procedure, during the positioning of the delivery device, the mesh carrier was prematurely deposited into the tissue. It was unknown if this was the first or second side of the sling to be placed. The entire solyx sling was removed from the patient. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".